Event description:
As reported, a 7f 20x4 maxi percutaneous transluminal angioplasty (pta) balloon catheter during a balloon dilatation procedure was found that the balloon was stained and infected and could not be used further. The patient was not injured or infected. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, a 7f 20x4 maxi percutaneous transluminal angioplasty (pta) balloon catheter during a balloon dilatation procedure was found that the balloon was stained and infected and could not be used further. The patient was not injured or infected. The device will be returned for evaluation. A non-sterile ¿maxi ld 7f 20x4 110cm¿ device was received for analysis coiled inside of a clear plastic bag. The device was unpacked for product evaluation. A thorough inspection focused on the balloon revealed kinked conditions at approximately 28, 35, 71, 78, and 102 mm from the distal tip. The balloon arrived deflated with no pleating and did not present any foreign material. No other outstanding details were observed. A functional test was performed using an inflator/deflator device attached to the inflation port. The balloon inflation test involved applying positive pressure to reach the rated burst pressure. The balloon inflated as expected, with no difficulties or delays, and the pressure remained steady. The balloon did not present any foreign material, there were no stains or discolorations noted on the balloon material. The balloon was inspected with a vision system, and no contamination or foreign material was observed. The reported ¿pta/ptca system foreign material¿ was not confirmed via analysis of the returned device. The exact cause cannot be determined. The device was visually inspected and nothing foreign was noted on the balloon. Functional analysis was performed successfully, and the balloon was inspected with a vision system confirming there were no stains or discolorations noted on the balloon. According to the instructions for use which is not intended to mitigate risk, ¿this product is designed and intended for single use. It is not designed to undergo reprocessing and re-sterilization after initial use. Reuse of this product, including after reprocessing and/or re-sterilization, may cause a loss of structural integrity which could lead to a failure of the device to perform as intended and may lead to a loss of critical labeling/use information all of which present a potential risk to patient safety.¿ the information available does not suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, a 7f 20x4 maxi percutaneous transluminal angioplasty (pta) balloon catheter during a balloon dilatation procedure was found that the balloon was stained and infected and could not be used further. The patient was not injured or infected. The device will be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts